Event description:
It was reported that during surgery, the device was broken. All pieces were removed with tweezers. The process was completed by enlarging one size of the hole and screw size with a backup device. No significant delay or patient injuries were reported.

Manufacturer narrative:
One 7207554 sterile biorci pla 7x25mm screw used for treatment, was returned for evaluation. Dimensional inspection confirmed that this was a 7x25mm product. The physical condition indicates difficulty with proper insertion. The implant was returned fractured. Threads are of the implant were distorted with some not returned. The distal tip has been chewed up and has a lengthwise tear up one side of the threads. There is section, approximately 6.5mm, missing from one side of the screw. The appearance is consistent with tear from a guidewire or other instrument. The star hex was intact. The visual condition indicates contact with another device and excess force placed upon the implant. Interference screws achieve optimum surface to surface tension with 1:1 screw to tunnel size ratio. Complaint search revealed no other complaints for the history of this production lot. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.